Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.